Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The locking mechanism is loose. The hinge pins show signs of cracking/loosening. Update (B)(6) 2017 evaluation of the returned instrument found the locking mechanism is loose and the weld around the pins is cracked. Upon investigation, it was found a similar instrument had been reported for the same issue.

Manufacturer narrative:
A functional test with a mating broach confirmed the complaint; the handle is loose when locked to a mating broach. The root cause is attributed to misuse and wear; damage to the cam component. It is important to ensure that the alignment features on both the handle and broach are mated correctly, as proper locking will extend the life of all broach handles. If these orientation features are not aligned properly, the cam will lock incorrectly onto the broach. After this type of deformation occurs, the handle will no longer lock as tightly onto the broach as when first distributed. The weld around the hinge pins are starting to crack and loosen. The root cause is attributed to misuse and wear out. The date code b0808 indicates the instrument was manufactured in august of 2008 and is over 8 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.